Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a tension free vaginal tape (tvt) insertion and cystoscopy procedure performed on (B)(6) 2016 to treat stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.